Event description:
Healthcare professional reported "prostheses seem to be broken" confirmed by MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. And observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "prostheses seem to be broken" confirmed by MRI. Later, healthcare professional reported "retraction capsule, rupture. Reported also capsular contracture grade 4". This record is for the left side. Device was explanted and is available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV additional, changed, and/or corrected data: a.2., b.5., b.6., d.1., d.2a., d.2b., d.4., g.4., h.4., h.6., h.11.

Event description:
Healthcare professional reported "prostheses seem to be broken" confirmed by MRI. Later, healthcare professional reported "retraction capsule, rupture. Reported also capsular contracture grade IV". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "prostheses seem to be broken" confirmed by MRI. Later, healthcare professional reported "retraction capsule, rupture. Reported also capsular contracture grade 4". This record is for the left side. Device was explanted and is available for return.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d.6b, h6.